Manufacturer narrative:
On 26-jun-2020, mentor became aware that previously submitted manufacturer report numbers 1645337-2019-26313 and 1645337-2020-06325 were duplicated. Any additional event information received will be reported under this manufacturer report number as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-oct-2020, the mentor failure analysis lab received the device for evaluation. It was initially reported that the suspect medical device was discarded after explantation surgery, but that information was incorrect. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device received by mentor has the lot number: 7686353. It was initially reported that the lot number of the suspect medical device is 7589404. Additional information received on 06-nov-2020 confirms that the correct lot number of the device is 7686353. The suspect medical device is a mentor memorygel breast implant 500cc gel breast prosthesis, cat#: 7686353, UDI#: (B)(4), PMA#: p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis deflation. Concomitant products: mentor smooth round spectrum 275cc saline breast prosthesis, catalog # 3501440, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction procedure with a mentor smooth round spectrum 275cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent explantation and replacement with a mentor smooth round spectrum 275cc saline breast prosthesis on an unknown date. The suspect medical device was discarded after explantation surgery.